Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in severely calcified left anterior descending artery. A 2.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. During the initial inflation, the balloon burst immediately. The device was removed, and there were no fragments left inside the patient. A 2.50mm x 15mm wolverine balloon catheter was used to complete the procedure. There were no patient complications.